Manufacturer narrative:
A manufacturing record evaluation (mre) of lot number 263389 was reviewed on 2/13/2019 and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 2/15/2019. Device evaluation summary: it was reported that a 37-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. The deflation was confirmed by a physical examination. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed.